Event description:
The patient was switched from lioresal 500mcg/ml to lioresal 2000mcg/ml on 02/20/2006. The patient had then experienced nausea and vomiting for 2 weeks. The patient was seen in the clinic in 2006. The pump was interrogated and it was found the concentration was still displaying 500mcg/ml. Since the pump was not updated correctly, the patient had been receiving more drug than the hcp intended. The patient was monitored.